Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was experiencing high blood glucose levels. The customer changed the infusion set twice the day before and twice today. Customer's blood glucose level was 437 mg/dl. In the alarm history a no delivery alarm was found. The infusion set had a kink. The high pressure test passed. The device was not returned.